Event description:
The complainant stated that the outer arms on the right siderail are cracked and the siderail will not latch.

Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the repair is complete.